Event description:
The customer requested an investigation into an upward trend in elevated white blood cell (wbc) counts in platelet products that she is experiencing. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return for evaluation. This report is being filed due to an alleged device malfunction.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: reserve material used in the production of this lot was tested for the viscosity of the pu solution. The viscosity of the pu solution conformed to the lower limit of the specification. The manufacturing records of the filters for this lot number were reviewed. No problems were found. Also, the filter media records were checked, regarding particulate removal rates and cationization levels. All conformed to established standards. Root cause: cationization levels, particulate removal levels and the pu solution viscosity of the filter media were within standards. Regarding the filter assemblies, the lowest value of the average of average cationization levels was also within the process control standard, but was at the lower limit. Therefore, there is a possibility that the current lower limit of the average of average cationization levels does not ensure sufficient capture performance. Corrective action: the standard for the lower limit of the average of the average cationization levels for the filter assemblies, has been revised to >0.57 from >.056.